Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area and gave a kink-like appearance, and the metal collar was damaged (bent out of shape). Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 26may2020. It was reported that the device was kinked. The 85% stenosed, 28mmx3.5mm, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was kinked. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed partial separation at the shaft/collar.